Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt filter needle had white material stuck to the outside of the cannula. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd¿ blunt filter needle had white material stuck to the outside of the cannula. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available but bd was provided two photos for evaluation. Our quality engineer reviewed the photos and determined that there was an unknown white substance on the cannula of the needle. Based off of photos the engineer was able to verify the reported defect and determined that this was most likely excess epoxy from the manufacturing process but without a physical sample the engineer was unable to confirm this. Excess epoxy can happen because of a few different reasons, one being that the epoxy applicator failed to shut off properly. However, this appeared to have been an isolated incident as it was the first reported case of foreign matter associated with this lot. No corrective actions were deemed necessary at this time. A review of the device history record revealed zero defects found during production of this lot. ' investigation conclusion: an epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn't shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn't shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster.